Event description:
There was a "sound of gas moving from the junction of the iab extracorporeal tubing and the 6 foot tubing." There were no "leak alarms" from the pump. On 11/18/97, datascope was notified that the iab was discarded and would not be returned for evaluation. Event complications: unk - reported 12/19/96. Pt current status: unk - rpt'd 12/19/96.

Manufacturer narrative:
Evaluation: the product was not returned to datascope for evaluation. The item was discarded by the hosp.